Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A corporate manager of inventory reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with the facility¿s charge nurse (cn). The blood leak was internal, and it occurred approximately two and a half hours into hd treatment. It was reported that a streak of blood was visually observed within the dialyzer, on the outside of the fibers. The machine, a fresenius 2008k2 machine, did not alarm with a blood leak alert. A blood leak test strip was used to test the dialysate for blood, and it tested positive. No physical damage was noted on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the blood streak was identified, the treatment was paused. The patient¿s blood was not returned. Estimated blood loss (ebl) was 300 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. Following the event, the machine was removed from service for evaluation. The facility¿s biomedical technician (biomed) was unable to duplicate the reported failure. The biomed recalibrated the blood leak detector, ran the machine through testing, and then determined it was ready to be put back in service. The dialyzer that leaked was reported to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A corporate manager of inventory reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with the facility¿s charge nurse (cn). The blood leak was internal, and it occurred approximately two and a half hours into hd treatment. It was reported that a streak of blood was visually observed within the dialyzer, on the outside of the fibers. The machine, a fresenius 2008k2 machine, did not alarm with a blood leak alert. A blood leak test strip was used to test the dialysate for blood, and it tested positive. No physical damage was noted on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the blood streak was identified, the treatment was paused. The patient¿s blood was not returned. Estimated blood loss (ebl) was 300 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. Following the event, the machine was removed from service for evaluation. The facility¿s biomedical technician (biomed) was unable to duplicate the reported failure. The biomed recalibrated the blood leak detector, ran the machine through testing, and then determined it was ready to be put back in service. The dialyzer that leaked was reported to be available for manufacturer evaluation.